Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the heartware clinical specialist received a call from the vad coordinator on (B)(6) 2017 and was informed that the patient was scheduled for an onsite visit to perform a driveline repair. The vad coordinator reported that there was a small section on the patient's driveline that was cracking. The patient had a previous driveline repair prior to this issue. On (B)(6) 2017, heartware clinical specialist arrived to assess the driveline and confirmed that there was a 2-cm section that was cracking on the outer sheath of the driveline.  The new damaged section was repaired and the rescue tape placed on the old repaired section was removed and rewrapped. The inner silicone lumen and wires appeared to be intact. The incident is not associated with any alarms/faults and did not result in any patient consequences.

Manufacturer narrative:
Driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed multiple new cracks in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.